Event description:
It was reported that the patient has not been able to charge ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible ipg. The patient was doing well postoperatively and the explanted ipg will not be returned.

Manufacturer narrative:
Exact date unknown, event occurred a couple of months ago.